Event description:
Opened the second intima 24 gauge .75 inch catheter. Could not see the complete needle bevel. Had a painful and failed attempt several days earlier with same brand of catheter that needle not well "exposed" on.